Manufacturer narrative:
The device was returned to an olympus service center for evaluation and repair. It was determined that the issue was caused by unstable electrical contacts that affected communication between the endoscope and the video processor, resulting in the b30 error (scope communication err). It appears that the corrosion of the pins in the connector occurred because the user left the product with foreign materials, such as dust, debris, and detergent remnants adhered to the pins. It appears that the lock mechanism of the video connector socket failed because the user pulled out the video connector without pushing the locking lever down. Alternatively, it could be that the lock mechanism of the video connector socket may have worn out due to long-term repeated use because approximately 5 years had passed since the delivery of this product. It appears that excessive force was applied to the output connector during connecting the endoscope, for example, the distal end of the light guide cable of the endoscope was bumped against the output connector or the endoscope connector was connected obliquely. Alternatively, it is presumed that the event may have occurred because the output connector wore out due to long-term repeated use as approximately 5 years had passed since the delivery of this product. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the scope communication error b30 was displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and found that there are no image and the error b030 when the subject device was connected to the digital scopes. However, when the subject device was connected to the analog scopes work fine. And, it was found that the inside pins of the subject device are corroded, and the socket was very worn.